Event description:
It was reported the patient experienced no stimulation sensation following a fall. Electrode impedances continue to be > 4000 ohms at 3.5 volts on electrodes 5 and 6. Electrodes 5, 6 and 7 are programmed. Multiple programming attempts were made. The patient did not receive the coverage the patient needed. There were three damaged electrodes. The lead may have to be replaced. At the time of the report, the patient was at the clinic.. An x-ray of the neurostimulator and extension area was recommended. A problem with the patient programmer was reported. It beeped three times when pressing the increase/decrease key. The manufacturer representative (rep) was not able to adjust the stimulation. The rep opened the battery compartment, turned the parameter switch all the way to the right and then all the way to the left. The rep was able to control the amplitude and produce stimulation.